Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's lead, exhibited low out-of-range pace impedance measurements less than 200 ohms. Device data revealed that pace/sense was currently in unipolar, and there was previous discussion about programming to prevent lead safety switch (lss) from putting the lead in unipolar mode. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pulse generator (pacemaker), implanted with another manufacturer's lead, exhibited low out-of-range pace impedance measurements less than 200 ohms. Device data revealed that pace/sense was currently in unipolar, and there was previous discussion about programming to prevent lead safety switch (lss) from putting the lead in unipolar mode. This device remains in service. No adverse patient effects were reported. Additional information was received indicating this pacemaker was explanted due to therapy upgrade/downgrade and was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Corrected field b5 (problem description): the related product is a pacemaker, not an implantable cardioverter defibrillator (ICD). The verbiage was updated. Upon receipt at our post market quality assurance laboratory, this pacemaker was thoroughly inspected and analyzed. Visual inspection found no anomalies. The analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.